Manufacturer narrative:
(B)(4). It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. Reviews of the lot history record and complaint history of the reported lot could not be conducted because the lot number was not provided. Based on the information reviewed, there is no indication of a product deficiency.

Manufacturer narrative:
(B)(4). Estimated date of event as the date was not specified. It is indicated that the device is not returning for evaluation as the account reported that it had been discarded. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that arteriotomy closure of the common femoral artery was attempted using a perclose proglide device. It was not specified if the device was being deployed before the interventional procedure using a perclose technique or after the procedure. Reportedly, the guide wire could not be fed through the proglide's guide wire entry port. Several different types of wires were used, angled flex and stiff, but were unsuccessful. It was reported that several additional proglides were deployed at the end of the procedure. The approximate length of the procedure was 30-45 minutes. The physician reported that there was a significant clinical delay due to the deployment of additional proglides at the end of the procedure. The physician is reported to be trained in the use of the device. No additional information was provided.